Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. The customer could not provide bg readings other than 1 bg reading of 488 mg/dl. Reportedly, the pump basal rate was set too low. Customer delivered insulin via a syringe to address elevated bg levels. Customer discussed pump settings with a health care professional.